Manufacturer narrative:
The intraocular lens (iol) was not received for analysis. While we are unable to determine the cause of this event, our investigation reasonably suggests it is not manufacturing related. The lens was exchanged for the same model, lower diopter lens. No additional reports were received for lenses manufactured in this batch. Device not received for analysis.

Manufacturer narrative:
The lens was received and the diopter measured correct as labeled. Device history records were reviewed and no deviations noted. These results reasonably suggest this event is not manufacturing related.

Event description:
A surgeon reported a patient with an unexpected post-operative myopic refraction. The lens was removed and replaced with a lower diopter lens, and the patient's visual acuity is good.